Event description:
It was reported that in 2014, patient had mitral valve replacement and tricuspid valve replacement. In 2015, the patient underwent an operation for an aortic valve replacement with an abbott mechanical valve, second tricuspid valve replacement, and aortic septal defect repair. On (B)(6) 2022, the patient presents with prosthetic aortic stenosis. A fluoroscopy was performed which showed incomplete opening of the aortic valve prosthesis. The patient has a past medical history of rheumatic heart disease.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implant date is estimated, the implant occurred the year of 2015.

Manufacturer narrative:
An event of stenosis and incomplete opening of the valve was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D6a. The implant date is estimated, the implant occurred the year of 2015.